Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in a safety mode with limited functionality. Technical services recommended to replace the device. At this time, this device remains in service. No adverse patient effects were reported.